Event description:
Patient reported that the battery stopped working without warning. He indicated that the battery had been in use for four weeks prior to the incident. Patient stated that he would replace the battery. He did not report any physiological effects associated with this issue. No medical assistance required. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for eval.